Event description:
The event is reported as: the retractor broke close to the joint. This happened when the technician opened and closed the retractor before it was used on the patient. No patient injury reported.

Manufacturer narrative:
The results of the investigation are not available at the time of this report.